Manufacturer narrative:
Upon further review, the customer's issue is not associated with remedial action (3005094123-10/22/18-001-c) and is unassigned from the field action. Through the review of this complaint, it was identified that the issue is not related to fa12oct2018a, therefore, this complaint is no longer a reportable event.

Manufacturer narrative:
Correction to section d. Suspect medical device 4. Catalog # from 07k63-25 to 07k63-32, and the UDI from 00380740144814 to 00380740144821. Complete information for = 3005094123-10/22/18-001-c.

Manufacturer narrative:
Subsequent to the initial report, the following information was received: suspect medical device: lot # = 90341ui00; exp. Date= 07/01/2019. Device manufacturers only: device manufacture date= 08/14/2018.

Manufacturer narrative:
Product correction letters were issued on (B)(6) 2018 to all architect total t3 (tt3) and free t3 (ft3) customers, using the i1000sr, i2000, or i2000sr instruments and who received one of the lots listed below. The letter instructed the customers to prevent this interaction by either separating the architect ft3 and/or architect tt3 assays by running these tests on different instruments from the following assays [architect tsh, architect t-uptake, architect (B)(6) combo, architect cortisol, architect lh, architect progrp, architect rhtlv-I/ii, architect total psa, architect afp, and architect free psa, architect 25-oh vitamin d], or by performing daily maintenance on the instrument prior to performing batch testing for all ft3 and/or tt3 samples. The mechanism of carryover involves carryover of poly-l-lysine (pll) from other assays into the conjugate dispense step in the ft3 and tt3 assays through adherence of the pipetting probe. Complete information for recall = 3005094123-10/22/18-001-c.

Event description:
The customer reported falsely depressed architect free t3 results with the 2-point method on 26 patients. The range of results were 2 pt = 2.12-2.87 / 6 pt = 2.51-2.41pg/ml. There was no reported impact to patient management.